Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("fallopian tube perforation"), device dislocation ("right coil migrated out of the tube and is believed to be behind the vaginal wall/between the vaginal wall and rectum"), rectal perforation ("tissue between vaginal wall and rectum"), vaginal perforation ("tissue between vaginal wall and rectum"), genital haemorrhage ("heavy bleeding") and glaucoma ("glaucoma") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included gravida ii, parity 2 (date of deliveries: (B)(6) 1999; (B)(6) 2003), difficulty breathing, urinary tract infection, menses irregular and cellulitis of leg (cellulitis, left lower extremity). She had no history of suffering migraines prior to undergoing the implantation of essure. No acute cardiopulmonary process. Concurrent conditions included body mass index normal, asthma, emotional problems, avulsion fracture (involving the right medial malleolus), edema (soft tissue edema), flank pain (left flank pain/kidney stone, left proximal ureteral calculus.) Since (B)(6) 2012, leukocytosis, multiple fractures, ankle operation, endometrial ablation, smoker (current every day smoker), anxiety and nickel sensitivity. Family history included coronary artery disease and hypertension. In 2006, the patient had essure inserted. In 2007, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes urinary changes"), urinary tract disorder ("bladder or urinary problems or changes urinary changes") and vaginal infection ("vaginal infection") with vaginal discharge. In 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, fatigue ("symptoms of fatigue/fatigue"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/abnormal bleeding (general) bleeding during and after intercourse"), migraine ("severe migraines/migraines/headaches"), urinary tract infection ("urinary tract infections"), alopecia ("thinning hair"), tooth disorder ("teeth problems/dental problems"), nausea ("nausea"), inflammatory bowel disease ("ibs"), allergy to metals ("nickel allergy") with rash and skin irritation, diplopia ("double vision"), vision blurred ("blurred vision"), weight increased ("weight gain") and hypertension ("hypertension"). In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rectal perforation (seriousness criteria medically significant and intervention required) with proctalgia, vaginal perforation (seriousness criteria medically significant and intervention required) with vulvovaginal pain, genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia, glaucoma (seriousness criterion medically significant) with blindness, menstruation irregular ("irregular periods"), back pain ("back pain"), weight fluctuation ("weight fluctuation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), fungal infection ("regular yeast infections") and coital bleeding ("continued bleeding during and after intercourse"). The patient was treated with cardiovascular system drugs (blood pressure medication (nos)), surgery (anticipated or scheduled date: (B)(6) 2018), and surgery (endometrial ablation). Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, rectal perforation, vaginal perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, glaucoma, menstruation irregular, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, female sexual dysfunction, migraine, fungal infection, urinary tract infection, alopecia, tooth disorder, coital bleeding, nausea, bladder disorder, urinary tract disorder, inflammatory bowel disease, vaginal infection, allergy to metals, diplopia, vision blurred, weight increased and hypertension outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, coital bleeding, device breakage, device dislocation, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, glaucoma, hypertension, inflammatory bowel disease, menorrhagia, migraine, nausea, rectal perforation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vaginal perforation, vision blurred, weight fluctuation and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff is undergoing additional testing to see if the coil can be specifically located and removed. She is planning to remove essure in (anticipated or scheduled date: (B)(6) 2018). Reason(s) for removal: pain, other injuries: one device is broken and laying between the vaginal wall and rectum. Her physician has been consulting with other specialists on how/whether the device can/should be removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Angiogram - on an unknown date: left ureteric calculi. Mammogram - on (B)(6) 2010: acr category 1 - negative. On (B)(6) 2012, flank pain: maximum 10/10 in intensity. The patient's white count has been elevated to 15,900, has decreased from 9000 to 13,200. On (B)(6) 2012, CT abdomen and pelvis without contrast showed no comparison studies. Visualized lung bases are clear. Visualized portions of the noncontract liver is unremarkable as well as the gallbladder, spleen, pancreas, bilateral adrenal glands and right kidney. Mild to moderate left perinephric fat stranding with mild to moderate left hydroureteronephrosis extending to the left upj where there is a 8 x 6 x 4 mm intraureteral stone. No additional stones within the bilateral ureter. No stones within the urinary bladder. The abdominal aorta is normal caliber without pathologic adenopathy. No free intraperitoneal air or fluid. The appendix is identified within the right lower quadrant which is within normal limits. Radiopaque tubular objects within the bilateral adnexa suggesting fallopian tube occlusion devices. Please correlate with clinical history. No adnexal abnormalities. Neither pelvic free fluid nor pelvic adenopathy. Sigmoid colon is unremarkable. Impression: 8mm left upj stone with mild to moderate left hydroureteronephrosis. Current weight (B)(6) lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: nickel allergy; nausea and hypertension.¿ quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra (B)(4) can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: follow up from pfs and m.r.-reporter information was updated. A (B)(6) year old patient. Her demographics were updated. Lab data was added. Her historical conditions, family history and concurrent condition were added. Essure was ongoing at the time of the report. Events: fallopian tube perforation; lower abdomen pain; tissue between vaginal wall and rectum; rectal pain; vaginal pain; device breakage; bladder or urinary problems or changes urinary changes; vaginal infection; ibs (inflammatory bowel disease); nausea; nickel allergy; vaginal discharge; double; blurred vision; weight gain; rashes; irritated skin; hypertension and she did not underwent essure confirmation test. Treatment was added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacture. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (md., reference number: mw5080069) on 29-dec-2016. The most recent information was received on 19-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("fallopian tube perforation / perforated the fallopian tube"), device dislocation ("right coil migrated out of the tube and is believed to be behind the vaginal wall/between the vaginal wall and rectum"), rectal perforation ("tissue between vaginal wall and rectum"), vaginal perforation ("tissue between vaginal wall and rectum"), genital haemorrhage ("heavy bleeding") and glaucoma ("glaucoma") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included gravida ii, parity 2 (date of deliveries: (B)(6) 1999; (B)(6) 2003), difficulty breathing, urinary tract infection, menses irregular and cellulitis of leg (cellulitis, left lower extremity). She had no history of suffering migraines prior to undergoing the implantation of essure. No acute cardiopulmonary process. Concurrent conditions included body mass index normal, asthma, emotional problems, avulsion fracture (involving the right medial malleolus), edema (soft tissue edema), flank pain (left flank pain/kidney stone, left proximal ureteral calculus.) Since (B)(6) 2012, leukocytosis, multiple fractures, ankle operation, endometrial ablation, smoker (current every day smoker), anxiety and nickel sensitivity. Family history included coronary artery disease and hypertension. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), rectal perforation (seriousness criteria medically significant and intervention required) with proctalgia, vaginal perforation (seriousness criteria medically significant and intervention required) with vulvovaginal pain, genital haemorrhage (seriousness criterion medically significant), device expulsion ("essure was partially in the uterus has been broken and the broken piece and shards of metal are in her uterus"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), glaucoma (seriousness criterion medically significant) with blindness, menstruation irregular ("irregular periods"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("symptoms of fatigue/fatigue"), weight fluctuation ("weight fluctuation"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/abnormal bleeding (general) bleeding during and after intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("severe migraines/migraines/headaches"), fungal infection ("regular yeast infections"), urinary tract infection ("urinary tract infections"), alopecia ("thinning hair"), tooth disorder ("teeth problems/dental problems"), coital bleeding ("continued bleeding during and after intercourse"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes urinary changes"), urinary tract disorder ("bladder or urinary problems or changes urinary changes"), inflammatory bowel disease ("ibs"), vaginal infection ("vaginal infection") with vaginal discharge, allergy to metals ("nickel allergy") with rash and skin irritation, diplopia ("double vision"), vision blurred ("blurred vision"), weight increased ("weight gain"), hypertension ("hypertension") and fear of death ("I feel like I'm dying"). The patient was treated with cardiovascular system drugs (blood pressure medication (nos)), surgery (anticipated or scheduled date: (B)(6) 2018, hysterectomy), surgery (anticipated or scheduled date: (B)(6) 2018, hysterectomy), surgery (anticipated or scheduled date: (B)(6) 2018, hysterectomy), surgery (anticipated or scheduled date: (B)(6) 2018, hysterectomy), surgery (anticipated or scheduled date: (B)(6) 2018, hysterectomy) and surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, rectal perforation, vaginal perforation, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, glaucoma, menstruation irregular, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, female sexual dysfunction, migraine, fungal infection, urinary tract infection, alopecia, tooth disorder, coital bleeding, nausea, bladder disorder, urinary tract disorder, inflammatory bowel disease, vaginal infection, allergy to metals, diplopia, vision blurred, weight increased, hypertension and fear of death outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, bladder disorder, coital bleeding, device breakage, device dislocation, device expulsion, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fear of death, female sexual dysfunction, fungal infection, genital haemorrhage, glaucoma, hypertension, inflammatory bowel disease, menorrhagia, menstruation irregular, migraine, nausea, rectal perforation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vaginal perforation, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff is undergoing additional testing to see if the coil can be specifically located and removed. She is planning to remove essure in (anticipated or scheduled date: (B)(6) 2018). Reason(s) for removal: pain, other injuries: one device is broken and laying between the vaginal wall and rectum. Her physician has been consulting with other specialists on how/whether the device can/should be removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Angiogram - on an unknown date: left ureteric calculi mammogram - on (B)(6) 2010: acr category 1 - negative on (B)(6) 2012, flank pain: maximum 10/10 in intensity. The patient's white count has been elevated to 15,900, has decreased from 9000 to 13,200. On (B)(6) 2012, CT abdomen and pelvis without contrast showed no comparison studies. Visualized lung bases are clear. Visualized portions of the noncontract liver is unremarkable as well as the gallbladder, spleen, pancreas, bilateral adrenal glands and right kidney. Mild to moderate left perinephric fat stranding with mild to moderate left hydroureteronephrosis extending to the left upj where there is a 8 x 6 x 4 mm intraureteral stone. No additional stones within the bilateral ureter. No stones within the urinary bladder. The abdominal aorta is normal caliber without pathologic adenopathy. No free intraperitoneal air or fluid. The appendix is identified within the right lower quadrant which is within normal limits. Radiopaque tubular objects within the bilateral adnexa suggesting fallopian tube occlusion devices. Please correlate with clinical history. No adnexal abnormalities. Neither pelvic free fluid nor pelvic adenopathy. Sigmoid colon is unremarkable. Impression: 8mm left upj stone with mild to moderate left hydroureteronephrosis. Current weight 145 lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: nickel allergy; nausea and hypertension.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: follow-up received. Essure start date updated. Event I feel like I'm dying and essure was partially in the uterus has been broken and the broken piece and shards of metal are in her uterus were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (md., reference number: mw5080069) on 29-dec-2016. The most recent information was received on 30-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation / perforated the fallopian tube'), device dislocation ('right coil migrated out of the tube and is believed to be behind the vaginal wall/between the vaginal wall and rectum'), rectal perforation ('tissue between vaginal wall and rectum'), vaginal perforation ('tissue between vaginal wall and rectum'), genital haemorrhage ('heavy bleeding') and device expulsion ('essure was partially in the uterus has been broken and the broken piece and shards of metal are in her uterus') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included gravida ii, parity 2 (date of deliveries: (B)(6) 1999; (B)(6) 2003), difficulty breathing, urinary tract infection, menses irregular and cellulitis of leg (cellulitis, left lower extremity). She had no history of suffering migraines prior to undergoing the implantation of essure. No acute cardiopulmonary process. Concurrent conditions included flank pain (left flank pain/kidney stone, left proximal ureteral calculus.) Since (B)(6) 2012, body mass index normal, asthma, emotional problems, avulsion fracture (involving the right medial malleolus), edema (soft tissue edema), leukocytosis, multiple fractures, ankle operation, endometrial ablation, smoker (current every day smoker), anxiety and nickel sensitivity. Family history included coronary artery disease and hypertension. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), rectal perforation (seriousness criteria medically significant and intervention required) with proctalgia, vaginal perforation (seriousness criteria medically significant and intervention required) with vulvovaginal pain, genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), glaucoma ("glaucoma") with blindness, menstruation irregular ("irregular periods"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("symptoms of fatigue/fatigue"), weight fluctuation ("weight fluctuation"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/abnormal bleeding (general) bleeding during and after intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("severe migraines/migraines/headaches"), fungal infection ("regular yeast infections"), urinary tract infection ("urinary tract infections"), alopecia ("thinning hair"), tooth disorder ("teeth problems/dental problems"), coital bleeding ("continued bleeding during and after intercourse"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes urinary changes"), urinary tract disorder ("bladder or urinary problems or changes urinary changes"), inflammatory bowel disease ("ibs"), vaginal infection ("vaginal infection") with vaginal discharge, allergy to metals ("nickel allergy") with rash and skin irritation, diplopia ("double vision"), vision blurred ("blurred vision"), hypertension ("hypertension"), anxiety ("I feel like I'm dying"), hepatitis ("inflammation of the liver"), contusion ("body bruising"), haemorrhage ("bleeding through pores"), rectal haemorrhage ("rectal bleeding after vaginal intercourse") and visual field defect ("blind spot in field of vision") and was found to have weight increased ("weight gain"). The patient was treated with antihypertensives and surgery (anticipated or scheduled date: (B)(6) 2018, hysterectomy and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, rectal perforation, vaginal perforation, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, glaucoma, menstruation irregular, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, female sexual dysfunction, migraine, fungal infection, urinary tract infection, alopecia, tooth disorder, coital bleeding, nausea, bladder disorder, urinary tract disorder, inflammatory bowel disease, vaginal infection, allergy to metals, diplopia, vision blurred, weight increased, hypertension, anxiety, hepatitis, contusion, haemorrhage, rectal haemorrhage and visual field defect outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, bladder disorder, coital bleeding, contusion, device breakage, device dislocation, device expulsion, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, glaucoma, haemorrhage, hepatitis, hypertension, inflammatory bowel disease, menorrhagia, menstruation irregular, migraine, nausea, rectal haemorrhage, rectal perforation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vaginal perforation, vision blurred, visual field defect, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff is undergoing additional testing to see if the coil can be specifically located and removed. She is planning to remove essure in (anticipated or scheduled date: (B)(6) 2018). Reason(s) for removal: pain, other injuries: one device is broken and laying between the vaginal wall and rectum. Her physician has been consulting with other specialists on how/whether the device can/should be removed. Discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Angiogram - on an unknown date: results: left ureteric calculi. Mammogram - on (B)(6) 2010: results: acr category 1 - negative. On (B)(6) 2012, flank pain: maximum 10/10 in intensity. The patient's white count has been elevated to 15,900, has decreased from 9000 to 13,200. On (B)(6) 2012, CT abdomen and pelvis without contrast showed no comparison studies. Visualized lung bases are clear. Visualized portions of the noncontract liver is unremarkable as well as the gallbladder, spleen, pancreas, bilateral adrenal glands and right kidney. Mild to moderate left perinephric fat stranding with mild to moderate left hydroureteronephrosis extending to the left upj where there is a 8 x 6 x 4 mm intraureteral stone. No additional stones within the bilateral ureter. No stones within the urinary bladder. The abdominal aorta is normal caliber without pathologic adenopathy. No free intraperitoneal air or fluid. The appendix is identified within the right lower quadrant which is within normal limits. Radiopaque tubular objects within the bilateral adnexa suggesting fallopian tube occlusion devices. Please correlate with clinical history. No adnexal abnormalities. Neither pelvic free fluid nor pelvic adenopathy. Sigmoid colon is unremarkable. Impression: 8mm left upj stone with mild to moderate left hydroureteronephrosis. Current weight 145 lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: nickel allergy; nausea and hypertension.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: pfs received: event body bruising, bleeding through pores, rectal bleeding after vaginal intercourse and blind spot in field of vision added. Action taken with drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (md., reference number: mw5080069) on 29-dec-2016. The most recent information was received on 09-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation / perforated the fallopian tube'), device dislocation ('right coil migrated out of the tube and is believed to be behind the vaginal wall/between the vaginal wall and rectum'), rectal perforation ('tissue between vaginal wall and rectum'), vaginal perforation ('tissue between vaginal wall and rectum'), genital haemorrhage ('heavy bleeding') and device expulsion ('essure was partially in the uterus has been broken and the broken piece and shards of metal are in her uterus') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included gravida ii, parity 2 (date of deliveries: (B)(6) 1999; (B)(6) 2003), difficulty breathing, urinary tract infection, menses irregular and cellulitis of leg (cellulitis, left lower extremity). She had no history of suffering migraines prior to undergoing the implantation of essure. No acute cardiopulmonary process. Concurrent conditions included flank pain (left flank pain/kidney stone, left proximal ureteral calculus.) Since (B)(6) 2012, body mass index normal, asthma, emotional problems, avulsion fracture (involving the right medial malleolus), edema (soft tissue edema), leukocytosis, multiple fractures, ankle operation, endometrial ablation, smoker (current every day smoker), anxiety and nickel sensitivity. Family history included coronary artery disease and hypertension. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), rectal perforation (seriousness criteria medically significant and intervention required) with proctalgia, vaginal perforation (seriousness criteria medically significant and intervention required) with vulvovaginal pain, genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") with rash and skin irritation, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstruation irregular ("irregular periods"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/abnormal bleeding (general) bleeding during and after intercourse"), back pain ("back pain"), coital bleeding ("continued bleeding during and after intercourse"), rectal haemorrhage ("rectal bleeding after vaginal intercourse"), glaucoma ("glaucoma") with blindness, fatigue ("symptoms of fatigue/fatigue"), weight fluctuation ("weight fluctuation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("severe migraines/migraines/headaches"), fungal infection ("regular yeast infections"), urinary tract infection ("urinary tract infections"), alopecia ("thinning hair"), tooth disorder ("teeth problems/dental problems"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes urinary changes"), urinary tract disorder ("bladder or urinary problems or changes urinary changes"), inflammatory bowel disease ("ibs"), vaginal infection ("vaginal infection") with vaginal discharge, diplopia ("double vision"), vision blurred ("blurred vision"), hypertension ("hypertension"), anxiety ("I feel like I'm dying"), hepatitis ("inflammation of the liver"), contusion ("body bruising"), haemorrhage ("bleeding through pores") and visual field defect ("blind spot in field of vision") and was found to have weight increased ("weight gain"). The patient was treated with antihypertensives and surgery (anticipated or scheduled date: (B)(6) 2018, hysterectomy and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, rectal perforation, vaginal perforation, genital haemorrhage, device expulsion, allergy to metals, vaginal haemorrhage, menorrhagia, menstruation irregular, dysmenorrhoea, dyspareunia, back pain, coital bleeding, rectal haemorrhage, glaucoma, fatigue, weight fluctuation, female sexual dysfunction, migraine, fungal infection, urinary tract infection, alopecia, tooth disorder, nausea, bladder disorder, urinary tract disorder, inflammatory bowel disease, vaginal infection, diplopia, vision blurred, weight increased, hypertension, anxiety, hepatitis, contusion, haemorrhage and visual field defect outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, bladder disorder, coital bleeding, contusion, device breakage, device dislocation, device expulsion, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, glaucoma, haemorrhage, hepatitis, hypertension, inflammatory bowel disease, menorrhagia, menstruation irregular, migraine, nausea, rectal haemorrhage, rectal perforation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vaginal perforation, vision blurred, visual field defect, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff is undergoing additional testing to see if the coil can be specifically located and removed. She is planning to remove essure in (anticipated or scheduled date: (B)(6) 2018). Reason(s) for removal: pain, other injuries: one device is broken and laying between the vaginal wall and rectum. Her physician has been consulting with other specialists on how/whether the device can/should be removed. Discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Angiogram - on an unknown date: results: left ureteric calculi. Mammogram - on (B)(6) 2010: results: acr category 1 - negative. On (B)(6) 2012, flank pain: maximum 10/10 in intensity. The patient's white count has been elevated to 15,900, has decreased from 9000 to 13,200. On (B)(6) 2012, CT abdomen and pelvis without contrast showed no comparison studies. Visualized lung bases are clear. Visualized portions of the noncontract liver is unremarkable as well as the gallbladder, spleen, pancreas, bilateral adrenal glands and right kidney. Mild to moderate left perinephric fat stranding with mild to moderate left hydroureteronephrosis extending to the left upj where there is a 8 x 6 x 4 mm intraureteral stone. No additional stones within the bilateral ureter. No stones within the urinary bladder. The abdominal aorta is normal caliber without pathologic adenopathy. No free intraperitoneal air or fluid. The appendix is identified within the right lower quadrant which is within normal limits. Radiopaque tubular objects within the bilateral adnexa suggesting fallopian tube occlusion devices. Please correlate with clinical history. No adnexal abnormalities. Neither pelvic free fluid nor pelvic adenopathy. Sigmoid colon is unremarkable. Impression: 8mm left upj stone with mild to moderate left hydroureteronephrosis. Current weight 145 lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: nickel allergy; nausea and hypertension.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (md., reference number: mw5080069) on 29-dec-2016. The most recent information was received on 29-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage/ possibly 1 coil broke off and has settled in parametrium'), fallopian tube perforation ('fallopian tube perforation / perforated the fallopian tube'), device dislocation ('right coil migrated out of the tube and is believed to be behind the vaginal wall/between the vaginal wall and rectum'), embedded device ('coil appears to be penetrating into endometrium.'), rectal perforation ('tissue between vaginal wall and rectum'), vaginal perforation ('tissue between vaginal wall and rectum'), genital haemorrhage ('heavy bleeding') and device expulsion ('essure was partially in the uterus has been broken and the broken piece and shards of metal are in her uterus') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient had essure and endometrial ablation at baylor" and device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included gravida ii, parity 2 (date of deliveries: (B)(6) 1999; (B)(6) 2003), difficulty breathing, urinary tract infection, menses irregular, cellulitis of leg (cellulitis, left lower extremity), uterine fibroid and ovarian cyst. She had no history of suffering migraines prior to undergoing the implantation of essure. No acute cardiopulmonary process. Concurrent conditions included flank pain (left flank pain/kidney stone, left proximal ureteral calculus.) Since (B)(6) 2012, body mass index normal, asthma, emotional problems, avulsion fracture (involving the right medial malleolus), edema (soft tissue edema), leukocytosis, multiple fractures, ankle operation, endometrial ablation, smoker (current every day smoker), anxiety and nickel sensitivity. Family history included coronary artery disease and hypertension. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. In (B)(6) 2020, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), rectal perforation (seriousness criteria medically significant and intervention required) with proctalgia, vaginal perforation (seriousness criteria medically significant and intervention required) with vulvovaginal pain, device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") with rash and skin irritation, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstruation irregular ("irregular periods"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/abnormal bleeding (general) bleeding during and after intercourse"), back pain ("back pain"), coital bleeding ("continued bleeding during and after intercourse"), rectal haemorrhage ("rectal bleeding after vaginal intercourse"), glaucoma ("glaucoma") with blindness, fatigue ("symptoms of fatigue/fatigue"), weight fluctuation ("weight fluctuation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("severe migraines/migraines/headaches"), fungal infection ("regular yeast infections"), urinary tract infection ("urinary tract infections"), alopecia ("thinning hair"), tooth disorder ("teeth problems/dental problems"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes urinary changes"), urinary tract disorder ("bladder or urinary problems or changes urinary changes"), inflammatory bowel disease ("ibs"), vaginal infection ("vaginal infection") with vaginal discharge, diplopia ("double vision"), vision blurred ("blurred vision"), hypertension ("hypertension"), anxiety ("I feel like I'm dying"), hepatitis ("inflammation of the liver"), contusion ("body bruising"), haemorrhage ("bleeding through pores") and visual field defect ("blind spot in field of vision") and was found to have weight increased ("weight gain"). The patient was treated with antihypertensives and surgery (anticipated or scheduled date: (B)(6) 2018, hysterectomy and endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, embedded device, rectal perforation, vaginal perforation, genital haemorrhage, device expulsion, allergy to metals, vaginal haemorrhage, menorrhagia, menstruation irregular, dysmenorrhoea, dyspareunia, back pain, coital bleeding, rectal haemorrhage, glaucoma, fatigue, weight fluctuation, female sexual dysfunction, migraine, fungal infection, urinary tract infection, alopecia, tooth disorder, nausea, bladder disorder, urinary tract disorder, inflammatory bowel disease, vaginal infection, diplopia, vision blurred, weight increased, hypertension, anxiety, hepatitis, contusion, haemorrhage and visual field defect outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, bladder disorder, coital bleeding, contusion, device breakage, device dislocation, device expulsion, diplopia, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, glaucoma, haemorrhage, hepatitis, hypertension, inflammatory bowel disease, menorrhagia, menstruation irregular, migraine, nausea, rectal haemorrhage, rectal perforation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vaginal perforation, vision blurred, visual field defect, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff is undergoing additional testing to see if the coil can be specifically located and removed. She is planning to remove essure in (anticipated or scheduled date: (B)(6) 2018). Reason(s) for removal: pain, other injuries: one device is broken and laying between the vaginal wall and rectum. Her physician has been consulting with other specialists on how/whether the device can/should be removed. Discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008. And (B)(6) 2006 (record retention is 10 years) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Angiogram - on an unknown date: results: left ureteric calculi. Mammogram - on (B)(6) 2010: results: acr category 1 - negative. Ultrasound pelvis - on (B)(6) 2017: suspicion coil in right posterior vaginal submucosal area; on (B)(6) 2018: right essure appears to be coming down into endometrial cavity. One coil in place, other appears to be penetrating into endometrium.. On (B)(6) 2012, flank pain: maximum 10/10 in intensity. The patient's white count has been elevated to 15,900, has decreased from 9000 to 13,200. On (B)(6) 2012, CT abdomen and pelvis without contrast showed no comparison studies. Visualized lung bases are clear. Visualized portions of the noncontract liver is unremarkable as well as the gallbladder, spleen, pancreas, bilateral adrenal glands and right kidney. Mild to moderate left perinephric fat stranding with mild to moderate left hydroureteronephrosis extending to the left upj where there is a 8 x 6 x 4 mm intraureteral stone. No additional stones within the bilateral ureter. No stones within the urinary bladder. The abdominal aorta is normal caliber without pathologic adenopathy. No free intraperitoneal air or fluid. The appendix is identified within the right lower quadrant which is within normal limits. Radiopaque tubular objects within the bilateral adnexa suggesting fallopian tube occlusion devices. Please correlate with clinical history. No adnexal abnormalities. Neither pelvic free fluid nor pelvic adenopathy. Sigmoid colon is unremarkable. Impression: 8mm left upj stone with mild to moderate left hydroureteronephrosis. Current weight 145 lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: nickel allergy; nausea and hypertension, postcoital bleeding,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-dec-2020: medical record received. Events "essure appears to penetrating into endometrial cavity" and "patient had essure and endometrial ablation at baylor" were added. Reporter information and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (md., reference number: mw5080069) on 29-dec-2016. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube perforation / perforated the fallopian tube'), device dislocation ('right coil migrated out of the tube and is believed to be behind the vaginal wall/between the vaginal wall and rectum'), rectal perforation ('tissue between vaginal wall and rectum'), vaginal perforation ('tissue between vaginal wall and rectum'), genital haemorrhage ('heavy bleeding') and device expulsion ('essure was partially in the uterus has been broken and the broken piece and shards of metal are in her uterus') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included gravida ii, parity 2 (date of deliveries: (B)(6) 1999; (B)(6) 2003), difficulty breathing, urinary tract infection, menses irregular and cellulitis of leg (cellulitis, left lower extremity). She had no history of suffering migraines prior to undergoing the implantation of essure. No acute cardiopulmonary process. Concurrent conditions included flank pain (left flank pain/kidney stone, left proximal ureteral calculus.) Since (B)(6) 2012, body mass index normal, asthma, emotional problems, avulsion fracture (involving the right medial malleolus), edema (soft tissue edema), leukocytosis, multiple fractures, ankle operation, endometrial ablation, smoker (current every day smoker), anxiety and nickel sensitivity. Family history included coronary artery disease and hypertension. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), rectal perforation (seriousness criteria medically significant and intervention required) with proctalgia, vaginal perforation (seriousness criteria medically significant and intervention required) with vulvovaginal pain, genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), glaucoma ("glaucoma") with blindness, menstruation irregular ("irregular periods"), dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("symptoms of fatigue/fatigue"), weight fluctuation ("weight fluctuation"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)/abnormal bleeding (general) bleeding during and after intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("severe migraines/migraines/headaches"), fungal infection ("regular yeast infections"), urinary tract infection ("urinary tract infections"), alopecia ("thinning hair"), tooth disorder ("teeth problems/dental problems"), coital bleeding ("continued bleeding during and after intercourse"), nausea ("nausea"), bladder disorder ("bladder or urinary problems or changes urinary changes"), urinary tract disorder ("bladder or urinary problems or changes urinary changes"), inflammatory bowel disease ("ibs"), vaginal infection ("vaginal infection") with vaginal discharge, allergy to metals ("nickel allergy") with rash and skin irritation, diplopia ("double vision"), vision blurred ("blurred vision"), hypertension ("hypertension"), anxiety ("I feel like I'm dying") and hepatitis ("inflammation of the liver") and was found to have weight increased ("weight gain"). The patient was treated with antihypertensives and surgery (anticipated or scheduled date: (B)(6) 2018, hysterectomy and endometrial ablation). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, rectal perforation, vaginal perforation, genital haemorrhage, device expulsion, vaginal haemorrhage, menorrhagia, glaucoma, menstruation irregular, dysmenorrhoea, back pain, fatigue, weight fluctuation, dyspareunia, female sexual dysfunction, migraine, fungal infection, urinary tract infection, alopecia, tooth disorder, coital bleeding, nausea, bladder disorder, urinary tract disorder, inflammatory bowel disease, vaginal infection, allergy to metals, diplopia, vision blurred, weight increased, hypertension, anxiety and hepatitis outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, back pain, bladder disorder, coital bleeding, device breakage, device dislocation, device expulsion, diplopia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, glaucoma, hepatitis, hypertension, inflammatory bowel disease, menorrhagia, menstruation irregular, migraine, nausea, rectal perforation, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vaginal perforation, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: plaintiff is undergoing additional testing to see if the coil can be specifically located and removed. She is planning to remove essure in (anticipated or scheduled date: (B)(6) 2018). Reason(s) for removal: pain, other injuries: one device is broken and laying between the vaginal wall and rectum. Her physician has been consulting with other specialists on how/whether the device can/should be removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Angiogram - on an unknown date: results: left ureteric calculi. Mammogram - on (B)(6) 2010: results: acr category 1 - negative. On (B)(6) 2012, flank pain: maximum 10/10 in intensity. The patient's white count has been elevated to 15,900, has decreased from 9000 to 13,200. On (B)(6) 2012, CT abdomen and pelvis without contrast showed no comparison studies. Visualized lung bases are clear. Visualized portions of the noncontract liver is unremarkable as well as the gallbladder, spleen, pancreas, bilateral adrenal glands and right kidney. Mild to moderate left perinephric fat stranding with mild to moderate left hydroureteronephrosis extending to the left upj where there is a 8 x 6 x 4 mm intraureteral stone. No additional stones within the bilateral ureter. No stones within the urinary bladder. The abdominal aorta is normal caliber without pathologic adenopathy. No free intraperitoneal air or fluid. The appendix is identified within the right lower quadrant which is within normal limits. Radiopaque tubular objects within the bilateral adnexa suggesting fallopian tube occlusion devices. Please correlate with clinical history. No adnexal abnormalities. Neither pelvic free fluid nor pelvic adenopathy. Sigmoid colon is unremarkable. Impression: 8mm left upj stone with mild to moderate left hydroureteronephrosis. Current weight 145 lbs. ¿concerning the injuries reported in this case, the following ones were reported via medical record: nickel allergy; nausea and hypertension.¿ . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received reporter information was added. New event added hepatitis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.